Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. Based on the investigation results, the root cause of the reported event can be attributed to user error. Following the event, the company representative discussed docking and re-docking techniques when meniscus is present. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The surgeon reported the flap bed and side cut were incomplete in patient's right eye post laser assisted corneal flap procedure. The reporter indicated during the surgery the meniscus appeared in the treatment area. The laser procedure was performed but the surgeon confirmed the dissection was incomplete and the procedure was aborted. Additional information was received from the site coordinator. No patient harm was reported. No further surgery has been scheduled. No further information is expected.